Manufacturer narrative:
One cadd solis vip pump was received with the lens damaged. There was no evidence of the high flow issue in the event history log. Accuracy testing was performed on the pump and the reported issue was able to be duplicated. The expulsor was out of specification and was over delivering by 3.9% (maximum of 3%). The expulsor will be trimmed to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had high flow- over infusion. There were no reported adverse events.